Event description:
During the implantation procedure, an arrythmia was induced with a shock on t wave. After the induction shock, there was an undersensing period that the complainant required to be analyzed.

Manufacturer narrative:
December 14, 2009 - this event concerns a device that was manufactured and used outside the united states. The analysis is pending.